Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Unable to verify the unexpected restart alarm due to the blank display. The device was monitored and no constant tone was noted. The pump was received with a corroded motor home switch, a corroded battery tube, a missing end cap sticker, minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a blank display. Blood glucose level at the time of the incident was 106 mg/dl. The customer also reported that an unexpected restart occurred earlier in the day. The customer stated that the device had fallen into the toilet and now had visible condensation behind the display. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.